Manufacturer narrative:
The product was returned and an evaluation was performed. The tip passed functional, thermistor and leak testing. The tip failed visual inspection for dents in the surface membrane and one corner of the tip is crushed that allowed coupling fluid access. Dielectric breakdown was not observed. A review of the manufacturing records was performed and all requirements were met. The treatment clinic reported no system issues or anything out of the ordinary occurred during treatment. During evaluation of the treatment tip, service found damage to the tip membrane. Based on the available information, damage on the corner of the tip most likely contributed to this event. It is unknown how damage to the treatment tip occurred, but most likely occurred in the field as treatment tips are visually inspected during manufacturing.

Manufacturer narrative:
A review of the manufacturing records is in progress. Based on all the available information no casual factors can be determined and no conclusions can be drawn.

Event description:
A patient reported that they experienced blisters on their forehead and neck after undergoing a thermage treatment. Topical anesthetics were applied to the patient prior to the procedure. Immediately after treatment, blisters were noted on the patient. An unknown burn ointment was used to treat the affected area. Available images have been reviewed and hyperpigmented lesions are scattered through the left side of the neck. The patient is currently still experiencing hyperpigmentation and it is unknown if there will be permanent damage or scaring. This was the first time the treatment tip was used. The tip was inspected prior to and during the procedure after every 50-100 reps, no abnormalities were noted. The highest level or energy used was 1.5. The treating facility stated enough coupling fluid was used, but can¿t approximate how much.